Event description:
Report received of a balloon rupture while in the pt. The pt had a pulmonary artery catheter in place but it was due to be changed. The pt was not in an emergent situation. The customer reports that the balloon was checked pre-insertion and inflated fine. The physician inserted the catheter without problem. The physician then attempted placement by floating the catheter with the balloon inflated. The catheter would not float into posiion. The catheter was then removed. The balloon was tested and found to not inflate. No adverse effect with the pt. Another catheter was placed without problem. Add'l pt info was requested, but no further info was available.